Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the device was fired, the insert came out of the stapler and was lodged on the specimen. Unknown how case was completed. There were no adverse consequences for the patient. (B)(6).